Event description:
It was reported that the procedure was to treat a lesion located in the distal superficial femoral artery. After pre-dilatation was performed on the vessel, a supera stent was advanced over the steelcore guide wire without issue and deployed successfully. The lesion required a second stent and while loading the second 4.5x120 6f 120cm supera stent delivery system on the guide wire the delivery system became stuck on the guide wire prior to entering the sheath. During removal of the stent delivery system from the guide wire the tip of the catheter separated and remained on the guide wire outside the patient but was able to be removed from the guide wire without issue. A non-abbott stent delivery system was advanced over the same steelcore guide wire without issue and the stent was deployed successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances related to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the reviewed information, no product deficiency was identified.